Event description:
It was reported that a revision surgery was performed to exchange the implant due to a breakage of the implant. According to physician, patient got out of bed and dislocate her knee. The knee was able to be relocated but was unstable. When the surgery was performed, physician noted that the post was broken. Surgeon implanted a 5-6 right 11mm journey revision bcs insert.

Manufacturer narrative:
The associated journey bcs articular insert was returned and evaluated. A clinical evaluation noted that no relevant documentation was provided, therefore, a thorough medical investigation could not be performed. The patient impact beyond the reported dislocation, instability, subsequent revision and expected post-operative convalescence cannot be determined. No further medical assessment is warranted at this time. A lab analysis performed on the device noted post was fractured. Slight scratches are apparent on the articular surface of the explant. Wear is seen on the post up until the point of post fracture. The fractured post tip also showed signs of wear along the articular interface up until the point of fracture. No material or manufacturing defects were observed in the course of this investigation. Batch number was not legible on the device. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.